Event description:
The customer reported that the system experienced communication failures. This issue will result in the system locking up or failing to complete the boot process. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and gib pcb were evaluated and replaced. The ps2 power supply was also optimized. The system was tested and found to be working as intended and returned to service.